Event description:
Event description boston scientific received information that four months post-implant, this right ventricular lead displayed elevated threshold measurements and was found to have dislodged from the original implant location. At the revision procedure, this lead was surgically abandoned and a new lead was successfully implanted. To date, there have been no reported patient symptoms associated with this clinical observation.